Event description:
It was reported that the aiming arm device broke. There was no procedure nor patient involvement reported. No additional information was provided. This complaint involves one (1) device.

Manufacturer narrative:
UDI: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. Investigation summary: the photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that aiming arm/ radiolucent was observed to be cracked and the pieces partially separated across the latch axis pin insertion hole. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287, drawing se_728332) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aim-arm radioluc ent would contribute to the complained device issue. A CAPA has been opened to further determine the manufacturing/process error that cause the complaint condition. Any further corrective/preventive actions if required will be determine under the CAPA. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hwc. H3, h4, h6: part: 03.043.029. Lot: 2024218. Manufacturing site: werk selzach. Release to warehouse date: 22 january 2021. Supplier: createc gmbh & co. Kg. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual analysis of the returned sample revealed that aiming arm/ radiolucent was observed to be cracked and the pieces partially separated across the latch axis pin insertion hole. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aiming arm/ radiolucent was unable to be performed due to complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aiming arm/radiolucent would contribute to the complained device issue. Relevant actions have been taken to address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: - aiming arm, radiolucent. - latch. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.